Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-00408 for the exalt model b scope, and 3005099803-2024-00389 for the exalt model b monitor. It was reported that an exalt model b monitor and exalt model b single use bronchoscope were used for a dynamic bedside bronchoscopy procedure to treat lung disease on (B)(6) 2024. During the procedure, the monitor screen went black and lost visualization. The scope was unplugged and re-plugged but visualization could not be regained. The procedure was completed with a reusable scope. There were no patient complications related to this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.